Event description:
It was reported that during an implant procedure, the lead was "caught in something around the superior vena cava (svc)" and got stuck. The physician advanced and retracted the helix a few times and noted the helix was bending. The physician rotated the lead itself and was able to remove the lead. The lead helix was exercised outside of the patient and retracted appropriately, however the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. Visual analysis noted the lead was damaged at implant.